Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 33893 was returned and analyzed. Visual inspection of the balloon catheter showed a trace of liquid in the inner balloon. The return catheter failed the performance test due to triggering of system notice # (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ when the catheter was connected to the test console. The condensation was found in the y-block and service loop when the catheter handle was opened. Pressure tests revealed a leak through the guide wire lumen; the balloons integrity was intact and no breached was observed. Dissection showed a guide wire lumen kink and breach at 1.38 inches proximal from the tip. In conclusion, the reported frost issue was not confirmed but the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, ice formation was observed on the handle. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.